Event description:
It was reported by the customer that the product did not work during a procedure. The note attached to the instrument stated that the tip was not functioning properly. There was no consequence to the pt.